Event description:
Report rec'd of user error in pump programming which resulted in a pt becoming lethargic while receiving pain management therapy. It was reported that the nurse was utilizing morphine with a concentration of 5mg/ml, however when she programmed the pump, she selected the concentration setting of 1mg/ml. The time of the morphine initiation was not specified. At 11:30am, the pt was transferred to a different dept for chemotherapy. The nurse initiating the chemotherapy, noticed that the pt was lethargic and that the pump was programmed wrong. The medication was stopped. The pt's blood pressure was reported as "ok". The pulse oximeter reading was 48%. The nurse noted that the pt had rec'd 6 doses in 3 1/2 hours. The physician was notified. The pt was given an unspecified dose of narcan and transferred to the medical ICU for observation. In the micu the pt was given an add'l unspecified dose of narcan. The pt remained in the micu for one day and when then transferred back to the medical unit. The customer reported that the pt's oxygen saturation was 92-93% one day prior to discharge while breathing room air. The pt was discharged later. The customer reported that there was "no problem with the pump, but there was a program error". The pump was returned to clinical use. Though requested, no further info was available.